Event description:
The patient contacted animas to report he awoke to find the subject pump had been suspended. At the time of the call, the patient denied that he suspended the pump. At the time of troubleshooting, it was noted that suspend history showed that the pump suspended at2:08am and resumed at 2:09am. Suspend history also shows that the pump was suspended at 10:25pm and resumed at 2:02am. There was no reported patient impact associated with this complaint.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Manufacturer narrative:
(B)(4): the pump black box verified that the pump was suspended on (B)(4) 2012 at 10:25 pm and resumed on (B)(4) 2012 at 02:02 am. The pump was exercised for 24 hous without self suspending. A normal bolus and an audio bolus were performed and were recorded accurately in the pump history. A bolus was programmed from a test meter remote successfully and the pump recorded the bolus accurately in the pump history.